Event description:
It was reported that the device occlusion seal was cracked. The problem was identified during device maintenance. Per the reporter, in no case did the device issue pose a problem when using on a patient.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. Event history log review revealed 46446 error code. Functional testing was able to replicate the reported issue. The root cause was a damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.